Manufacturer narrative:
Additional information was received reporting after changing the medication to a new pump the patient's hemodynamics responded appropriately to the dose of medication. H10: the user facility submitted the user facility submitted medwatch (B)(4) for this event.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not pump the medication during patient therapy of epinephrine (dose, programmed amount and delivery rate unknown). It was noted that the bag was still full and no drops were dripping in drip chamber while pump appeared to be functioning. The event occurred in the cardiothoracic intensive care unit (cticu). There was no known patient injury or medical intervention associated with this event. The on-site clinical engineer reviewed the event history log of the pump and identified that the pump was in anesthesia mode and multiple occlusion alarms were identified in the log. No additional information is available.